Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred for transmitter (B)(4). Data was evaluated and the allegation was confirmed for transmitter (B)(4). The probable cause could not be determined. No injury or medical intervention was reported.